Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for a coronary procedure, which was completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and found that the customer is unable to store exposure images on the system. Rse checked the log files and found frontal ippc failed to boot up. The philips field service engineer (fse) visited onsite and replaced the host pc, ippc, link dvi ext., and installed software. After the fix, fse discovered an error in the tsm-b program. Fse downloaded and installed tsm-b software, then finished system networking and configuration. Fse discovered issues after doing xper batch verification. Fse investigated the log data and discovered an error with the tube adaption required for xperdb. Fse upgraded the system to windows 7, which fixed the issue. The defective components were returned for failure analysis. The failure of both the host pc and the ippc was traced back to a failed pci-check caused by a configuration error. After replacement, the system was restored to full operating order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It was reported to philips that the system produced image disk error which could lead to a loss of imaging. The device was in clinical use at the time of the event. No patient or user harm was reported to philips. Philips has started an investigation of this complaint.